Event description:
A customer reported an issue with the time settings on their device, which were incorrect by more than five minutes. Despite the discrepancy, there was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to continue monitoring for any future discrepancies. The customer understood and acknowledged the instructions.